Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . Bopt4310, 3i t3® tapered implant 4/3 x 10mm-lot# 2019120891. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device requested but not returned.

Event description:
The doctor indicated malfunction. At the time of implantation, the screwdriver tip did not come off the implant. The implant at tooth location #19 was removed. Implant of the same type will be placed at a later date.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . Bopt4310, 3i t3® tapered implant 4/3 x 10mm-lot# 2019120891. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device requested but not returned.

Event description:
The doctor indicated malfunction. At the time of implantation, the screwdriver tip did not come off the implant. The implant at tooth location #19 was removed. Implant of the same type will be placed at a later date.